Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was able to continue using the pump. They were instructed to contact support again if the issue reappeared, which the customer understood and acknowledged.